Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the excessive current is a broken positive lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken positive lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c21. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203 and code 102. The last pt to use this monitor did not report any deficiencies.